Event description:
Additional information was received on 03oct2024: as per the representee's interaction with health care professionals, the blood transfusion was not needed due to the blood loss happened during the complication.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information, to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated with the anchor and collagen stuck in the valve of the hemostasis sheath. The carrier tube was returned in the forward lock position, and a kink was identified on both the hemostasis sheath and the carrier tube. No other damage or issues were identified. The complaint was confirmed for a kinked hemostasis sheath and carrier tube. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: senior technician. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the deployment of the angio-seal 8 french, the collagen was delivered inside the sheath itself. The system had to be removed completely. The reported event did not require medical or surgical intervention. The blood loss was greater than 250cc's.